Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh), (returned to osh on 2021-05-17). The evaluation at osh confirmed that the display temporarily went dark/switched off. This failure was traced back to a defective motherboard. Furthermore, error e580 occurred during the evaluation. Error e580 indicates an overflowed registry in connection with the spark monitor. It is unclear if this error message was triggered by a defect of the embedded pc or if it was also triggered by a defect on the motherboard. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and are communicated visually and acoustically to the user. They are part of the device's own security concept. In critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. In addition, according to the IFU, a suitable replacement device must be available during an application. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. Therefore, this event/incident was attributed to component failure. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during an unspecified procedure the touchscreen of the esg-400 hf generator often went black. The intended procedure was completed with another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified procedure the touchscreen of the esg-400 hf generator often went black. As a result, the intended procedure was canceled and a follow-up procedure is to be scheduled. No further information was provided.